Event description:
It was reported that the user, experiencing fingertip neuropathy and difficulty seeing the device, had stopped and then resumed ilet use per clinician direction and subsequently administered an external dose of rapid-acting insulin by pen while still connected to the ilet. Symptoms included no reported adverse clinical effects, with a blood glucose of 168 mg/dl. Outcomes included user education to disconnect the ilet after the external insulin dose, monitor glucose, and reconnect after two hours, with the user acknowledging and agreeing to the plan. Investigation included customer interview and troubleshooting. Investigation of this case revealed user self-administration of external insulin while connected to the automated insulin delivery system, consistent with use error and lack of adherence to instructions for use. It was concluded, based on previously established findings for similar reports, that the cause was user error.